Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the screwdriver shaft was unable to retain screws; therefore a straight driver was used instead. The edge of the mouth was pulled excessively and caused the patient to suffered erosion of lips and bleeding on the corner of the mouth. The operation was completed, and there was no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Lot number unknown. Without a lot number the device history record review could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.